Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had a bent cannula and high blood glucose levels of 500 mg/dl. No symptoms were noted, but the customer treated the high blood glucose by changing the infusion set. Customer stated they were not receiving insulin, and that could be because they slept on their stomach and blocked the flow. Customer also noted the cannulas have bent on 3 separate occasions. Customer was advised of acceptable insertion sites and methods for the cannula. The customer was advised replacement infusion sets will be sent out. The infusion set will be returned for analysis. The insulin pump will not be returned for analysis.